Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.